Event description:
Patient reported that her simulator is currently turned off and is awaiting removal because a piece of it allegedly corroded (couldn't specify what piece, but sounded as if it was internally). Says symptoms have progressed. Follow-up with provider and patient: patient was explanted due to ineffective treatment of symptoms. No corrosion was found in explanted device.